Event description:
Patient underwent a laparoscopic robotic assisted left partial nephrectomy with intra-operative sonography. Operative length 210 minutes. Tear in da vinci tip cover accessory noted at conclusion of procedure. No known patient harm. Operative report indicates no accidental punctures or lacerations experienced by patient.